Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant medical products: delta ceramic fem hd 36/+3mm, pn 650-0662, ln 2018090780. Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent initial hip arthroplasty. Subsequently, the patient was revised 2 days after the initial surgery due to perforation of the femoral cortices. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device identification need to be blank as the instrument caused the event. Therefore, implant and explant date are not applicable and were reported in error. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent initial hip arthroplasty. During the initial procedure, the taperloc rasp perforated the femoral cortices instead of going down the femoral canal. The femoral implant followed route. Subsequently, the patient was revised two days after the initial surgery due to perforation of the femoral cortices. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.